Event description:
A hospital in (B)(6) reported that the maximum relief valve of an rd900 infant resuscitator was leaking everytime it's touched. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a distributor that the gas outlet port of an rd900 infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to our france regional office, where it was visually inspected by a trained fisher & paykel healthcare (fph) technician. A photograph of the damage observed was provided. Results: it was noted that the gas outlet port was broken off and this was confirmed by the photograph supplied to us by the fph technician. The manometer was also found to be faulty. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas outlet port and manometer was due to physical impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" the complaint neopuff device is currently awaiting customer's repair decision.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff device was not expected to be returned to fisher & paykel healthcare for inspection. Our investigation is therefore based on our knowledge of the product and the description of events. Results: the customer has reported that the "maximum relief valve leaks every time it is touched." A lot check was not performed as no lot number was provided. Conclusion: without a complaint device to examine or a service report to refer to, it is not possible to determine the cause of the reported failure. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. It can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff." Furthermore, the neopuff technical manual states the following: "the integrity of the system and manometer should be checked prior to first use, annual and after servicing." "Warning dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks [as outlined in the manual] before connection to a patient."